Event description:
During filter implantation of the inferior vena cava, the sheath introducer could not be inserted in the patient and the distal tip became frayed. There is no lesion information available. When the sheath introducer (accessory for optease: complaint product) which was connected with the dilator of the optease (accessory for optease) was being inserted into the jugular vein, there was difficulty inserting into the patient, because the distal portion of the dilator was not sharp enough. The physician tried to insert the sheath introducer into the jugular vein, but the distal tip of the sheath introducer became frayed. The physician stopped using the sheath introducer, and a new optease was used instead. The procedure was finished successfully. There was no patient injury reported, and the product will not be returned for analysis.

Manufacturer narrative:
During an implantation procedure of an optease filter in the inferior vena cava, the sheath introducer could not be inserted in the patient and the distal tip became frayed. There was no patient injury reported. Another product was used successfully. There is no lesion information available. It was reported that there was difficulty inserting the sheath introducer together with the dilator into the jugular vein and the distal tip of the sheath introducer became frayed. The physician stopped using the sheath introducer, and a new optease was used instead. The procedure was finished successfully. The reporter indicated that the product appeared normal when taken from its packaging. It was not indicated if there was any difficulty any difficulty assembling the devices. It was not indicated if any excessive force was used to insert the sheath. The product will not be returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15775807 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. Without the product available for analysis, the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information was received that the product appeared normal when taken from its packaging. It was not indicated if there was any difficulty any difficulty assembling the devices. It is unknown if the access site was a cto. It was not indicated if any excessive force was used to insert the sheath. Additional information is pending and will be submitted within 30 days upon receipt.